Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she was sleeping and when her husband came back to the bedroom, she told him she was not in her bed. Her husband stated she was uncooperative. He looked at the dexcom and it showed 150 mg/dl and called the paramedics. When the paramedics arrived, they tested the patient's blood glucose and it was 30 mg/dl and when they looked at the dexcom again it was 300 mg/dl. The patient was treated with dextrose via IV. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.